Event description:
The patient was revised because of osteolysis, wear and loosening.

Manufacturer narrative:
Evaluation was not possible, as the products were not returned. Product info required to review the device history records was not provided. The investigation was limited to the info provided. The investigation could not verify or draw any conclusions about the reported device loosening or polyethylene wear, however, polyethylene wear after approximately seventeen yrs implantation should not be unexpected. Based on the investigation findings, the need for corrective action is not indicated. In addition, the products are discontinued items.